Manufacturer narrative:
Additional device product codes: osh; mnh; kwp; mni and kwq. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2021 during revision surgery the 5.5 ti rod was broken. Broken rod was removed. Initial procedure was done on (B)(6) 2020. Procedure and patient outcome is unknown. This report is for one (1) expedium spine system rod 5.5 x 480mm. This is report 1 of 1 for complaint (B)(4).